Event description:
It was reported that patient experienced ineffective therapy, shocking sensations, and an infection at unknown site. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue.